Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in the hospital with tamponade symptoms. Right ventricular lead perforation was suspected. All numbers had been in normal range. On (B)(6) 2019 the r-waves dropped and patient presenting in the operating room. During the procedure, it was noted that the right ventricular lead had not perforated. Upon further examination, it was observed that the right atrial lead helix was lightly poking out of the atrium. Physician used sutures to seal up the area. Both leads remain implanted. Lead testing noted fine post-procedure. Patient was stable and tolerated the procedure well.